Event description:
Air embolus following the use of boston scientific watchman trusteer access system, resulting in patient death. This procedure occurred 5 days before the alert went out from boston scientific regarding a higher incidence of air embolism without the use of positive pressure ventilation. Our understanding is that boston scientific submitted the concerns to the food and drug administration (FDA) as well as sending out the alert, unfortunately it was sent out too late to prevent the death of our patient. Given that the information is available now, we are submitting this event for informational purposes so it can be included in any data that is being maintained to reflect the full ramifications of the device when not used with positive pressure ventilation.